Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during an elective upgrade procedure, the physician noted an insulation anomaly near the suture of the atrial lead. The doctor accidently exposed it to electrocautery. The lead was tested and impedance was greater than 4000 ohms. The lead was explanted and replaced.